Event description:
Pt had a respiratory arrest while on a demerol pca pump which was both demand and basal rate. Thirty minutes prior to the arrest, the pt was alert & oriented drinking oral contrast for a CT scan. Pt was difficult to resuscitate which a cardiac rhythm of pulseless electrical activity. The pt received a total of 110mg according to the pump from 0500 until an arrest. Pt was alert & oriented during that time. It is highly unlikely that the pump contributed to the arrest, but it was running at the time of the arrest. Upon further query, the following info was provided: the pca was powered in 2004 at 0500 for abdominal pain. The pump was programmed to deliver demerol 10 mg/ml in the pca+continuous mode, a continuous rate of 10 mg/ml, a 10mg bolus dose, a 6 minute pt lockout, a 100mg 4hr limit & a container size of 300mg, reportedly, in 2004 at 1455, the pt went into respiratory arrest & a code was immediately called. The pt was intubated & found to be in pea (pulseless electrical activity) for approx 1hr before a hear rate returned." Blood work drawn during the code indicated the pt was in "severe metabolic acidosis & the brain natriuretic peptide (bnp) was elevated". Thirty minutes prior to the arrest, the pt was reportedly, "alert, oriented & drinking their contrast media for an unspecified CT scan.". The next day reportedly, "the pt was taken off life support & expired". The family arranged for a private autopsy. The customer stated, "co did not think the pump had anything to do with the pt's death." Though requested, no add'l info was provided.